Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned, the following evaluation findings were observed: due to deformation of coupler unit, the guidepost position of camera head and image was out of the standard and due to damage on camera unit, the endoscopic image could not be displayed. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the hd autoclavable camera head was defective. Upon inspection of the customers returned device it was observed, image disappeared (darkened) and the visual was suddenly lost, due to imaging component failure. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the imaging component failure could not be identified. Olympus will continue to monitor field performance for this device.